Manufacturer narrative:
Concomitant medical products: w1tr02 crtp, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "woke up with a pulsing chest" and they were experiencing diaphragmatic stimulation. Additional information obtained via follow-up indicated that the patient was experiencing chest pain, phrenic nerve stimulation, and the left ventricular (lv) lead was exhibiting rising impedance measurements. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.